Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had a slight tear on the cord. The issue was found during preparation for a therapeutic ureteroscopy procedure that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. Updated fields: g3, d8, h2, h3, h6, h11. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found scratches on ccd lenses. Based on the results of the investigation, the most probable cause of the complaint is component failure, which is expected or random component failure without any design or manufacturing issue. A definitive root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head had a slight tear on the cord. The issue was found during preparation for a therapeutic ureteroscopy procedure that was completed using a similar device. There were no reports of patient harm.